Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the procedure was to treat a distal and proximal right coronary artery in a stemi pt. The 3.0 x 23 mm vision stent delivery system (sds) was prepped as normal and was advanced to the distal rca lesion and deployed. Then, another vision of unk size was deployed in the proximal rca. After, the second stent was deployed, it was noted that there was no stent deployed in the distal rca. Upon search for the stent, it was verified that the stent was not in the pt's anatomy. The protective sheath was checked and the dislodged stent was found inside the protective sheath on the stylet wire. Another vision was used to treat the distal rca and there were no further issues. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results - a conclusive root cause could not be determined for the stent dislodgment. Eval summary: quality assurance analysis revealed that the sds was returned with blood on the balloon and in the guide wire lumen. There was contrast on the balloon. The stent implant was dislodged from the balloon. The stent implant was returned on the stylet. There was no other damage noted to the stent implant. The orange protective sheath was returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The outer diameter of the stent implant were measured and met mfg criteria. The inner diameter of the returned protective sheath was measured. Product performance engineering review the incident info and analysis of the returned product. The analysis noted blood on the balloon and in the guide wire lumen, which is consistent with handling of the product and suggests that the sds was at least partially advanced over the guide wire. The stent implant was returned on the stylet dislodged from the balloon with no noted damage, confirming the reported stent dislodgement. The balloon was returned loosely folded, which is consistent with handling of the balloon post dislodgement of the stent. However, there were crimp marks on the balloon between the markers suggesting that the stent was originally crimped in the correct location at the time of manufacture. Potential causes for stent dislodgement prior to insertion into the pt anatomy, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation for use. To help ensure this type of issue is not the result of a mfg deficiency, all delivery system (sds) are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units is destructively tested to verify stent dislodgment force. The orange protective sheath and stent implant outer diameters were measured and met mfg criteria. In this case, it is possible that handling of the product during unpacking and handling of the product contributed to the reported stent dislodgment. Reportedly, the dislodged stent was not noted until the sds was advanced to the target lesion and the balloon was pressurized. It should be noted that the vision instructions for use (IFU) states: prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The mfg records were reviewed and did not reveal any non-conformances for this lot that could have contributed to this complaint and all lot release testing met specification. In this case, a conclusive cause for the reported stent dislodgement could not be determined. This MDR is considered closed by the product performance group.